Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use during dwell 3 of 5. The patient was connected at the time of the alarm. The patient stated the supply bag had disconnected. The baxter technical service representative (tsr) assisted the patient with clearing the alarm and ending therapy. The tsr reviewed the proper procedures per the user manual with the patient. The patient would complete therapy using manual supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the patient on (B)(6) 2011, regarding the reported se 2240. The patient stated they did not notice any visible damage or abnormalities with the supplies in use. The patient stated that the bag might have fallen off the table and disconnected, but they were not sure as they were asleep. The patient did not contact their nurse regarding the alarm. Baxter product surveillance recommended contacting the nurse in cases where air is detected. The patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was the supply bag falling and disconnecting. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.